Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the epg display screen was damaged. A capacitor was damaged on the main printed circuit board (pcb). The upper case was broken. The encoder assembly was contaminated. One knob was contaminated. The lower case was broken. The main seal was contaminated. The battery shorting bar was contaminated. The liquid crystal display (lcd) was bleeding. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged display screen. The epg has been returned for service. There was no patient involvement.